Event description:
Customer reported having device for about a week and results appear too high. Doctor adjusted medication based on the readings. No other treatment received. Controls were in range. A request was made for return product and replacement product was sent.